Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 12/7/2021. H6 component code: g07002 no device return. H3 investigational narrative: actual customer complaint sample or same batch representative sample are not returned. Same batch manufacturer retained sample evaluated for appearance and tensile strength per current version of sop-06-14 and no issue found, detail testing data please refers to investigation plan. DHR reviewed and no issue found. The root cause of this complaint can¿t be determined, this complaint data will be kept for trend analysis. The following was requested, but unavailable: were there any adverse patient consequences as a result of the initial procedure? According to the feedback of the sales representative, all the above answer is unknown. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent an unknown procedure for an injury from a fall on (B)(6) 2021 and suture was used on the left foot. The patient's fall caused bleeding and pain in the left foot, and was accompanied by family after limited movement to the hospital for traumatic debridement and suture. During the operation, the non-absorbable suture was broken. Changed to another one to complete the surgery. There were no adverse patient consequences reported. No additional information could be provided.

Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following information was requested, but unavailable: procedure name and date? What tissue was being approximated or sutured when it broke? Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Were there any adverse patient consequences as a result of the initial procedure?